Event description:
It was reported that the patient with this leadless pacemaker and this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to low amplitude, noise and oversensing. The patient was presented into the clinic and isometric testing was performed. The noise was unable to recreate in the first vector. The second vector exhibited some noise. Reprogramming efforts were performed. The plan is continue to be monitored. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.